Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the validation code requested to issue medication. A technical support specialist witnessed customer requested medication requires validation code then found in software 'validation code on override items only' was enabled, informed the customer that the validation code was correctly requested for items not prescribed. The customer stated that pharmacy had confirmed the orders were entered. In myqlink, found that one of the patient¿s ordered medications was not assigned to the cabinet, while the other medication was correctly assigned, informed the customer that the unassigned item would not appear in the patient order list because it was not loaded in the cabinet. The customer was informed that the validation code prompt was correct because the medications were not properly configured for dispensing. Pharmacy later guided the customer to issue the medications by override. The system functioned as intended after the technical support specialist investigated the issue of the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, unable to issue medications. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.